Event description:
The chest tube was irrigated with 10 cc of normal saline by the attending physician in the afternoon due to no drainage noted. There was no difficulty irrigating the catheter. Four hours later, the rn noted that the patient's right chest tube site was saturated. The dressing was taken down and the pigtail catheter was noted to be broken at the hub of the catheter. The remainder of the catheter had to be surgically removed at the bedside.